Event description:
The device is intermittently not recognizing the therapy cable, which was identified after an upgrade. The device serial number has not yet been reported. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.